Event description:
A healthcare professional reported that a system message was displayed during the phacoemulsification portion of a cataract procedure indicating flow obstruction. The handpiece was checked for free irrigation. The cassette was changed and replaced by another. The procedure was completed without consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).